Event description:
It was reported that the patient's mother complained that her daughter is only responding to very loud sounds. It is assumed that the implant package was not well sutured, as the internal device is protruding through the skin. Testing was carried out which showed that only 1 channel has status 'ok'.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.